Event description:
The customer returned the video system center to the service center for evaluation related to a separate issue. During inspection, the Service Repair Technician identified that the device had no Serial Digital Interface output. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A definitive root cause could not be identified. Based on the results of the investigation, the most problem cause of the reported issue no Serial Digital Interface output was due to malfunction of Printed Circuit board.Should additional relevant information become available, a supplemental report will be submittedOlympus will continue to monitor field performance for this device.